Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported "smoke" or haze was emitting from the sterrad® 100s sterilizer after a power failure. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. Trending analysis of the smoke/haze issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The vacuum pump was run with a test cycle and the test cycle cancelled. The reason for return of the vacuum pump was confirmed. The assignable cause of the smoke/haze issue is due to the vacuum pump. The field service engineer replaced the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to no. Asp complaint ref #: (B)(4).